Manufacturer narrative:
Block b3: exact date unknown, event occurred over 6 years ago from date manufacturer was made aware.

Event description:
It was reported that the ipg site was bothersome to the patient as the ipg had migrated and was sitting over spinous processes. It was also noted that the patient experienced inadequate stimulation. The patient underwent an explant procedure. The explanted ipg will not be returned.